Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited pacing inhibition from cautery during a device changeout procedure. When the cautery ceased, pacing was present. The device had been programmed to electrocautery mode beforehand. Boston scientific technical services (ts) discussed possible causes, such as detect circuit feature. The physician used short bursts of cautery to finish the procedure and the new device was implanted successfully and remains in service. No adverse patient effects were reported.